Event description:
Event description guidant received information that this fineline lead was explanted due to a fractured electrode. A new lead was implanted. The damaged lead was sent to pathology and will not be returned.